Event description:
The customer observed falsely elevated architect tsh and falsely depressed architect free t4 for one patient that was not reported out of the laboratory. The customer reported that sample results generated first in the morning, if repeated, will generate different values. The following results were provided (reference range tsh, 0.35 to 4.94 uui/ml; t4, 0.70 to 1.48 ng/dl): sid (B)(6), initial tsh result= 0.578 uui/ml; repeat result= 0.308 uui/ml; initial t4 result= 0.42 ng/dl; repeat result= 1.03 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i1000sr processing module serial number (B)(6) and replaced multiple parts. The fsr replaced the valve, manifold kit (rohs), which resolved the issue. Return testing was not completed as returns were not available. The service history of the (B)(6) found no additional falsely elevated tsh and falsely depressed free t4 results were reported post the current event was identified. A review of complaint and trending data for the architect i1000sr processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data for the valve, manifold kit (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the valve, manifold kit (rohs) was identified.

Manufacturer narrative:
This report is being filed on an international product, list number that has a similar product distributed in the us, list number 1l87-98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect tsh and falsely depressed architect free t4 for one patient that was not reported out of the laboratory. The customer reported that sample results generated first in the morning, if repeated, will generate different values. The following results were provided (reference range tsh, 0.35 to 4.94 uui/ml; t4, 0.70 to 1.48 ng/dl): sid (B)(6), initial tsh result= 0.578 uui/ml; repeat result= 0.308 uui/ml; initial t4 result= 0.42 ng/dl; repeat result= 1.03 ng/dl. There was no impact to patient management reported.